Event description:
It was reported that the right ventricular lead exhibited low impedance. During the revision procedure, the lead was fractured and had sustained rib clavicular crush damage. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.